Event description:
Customer reported a difference between sensor glucose values versus the blood glucose readings. Customer stated that the difference has been nearly 150 points. Customer also stated that the charge only lasts three to four days. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.